Event description:
It was reported that the patient received an inappropriate shock due to intermittent t-wave oversensing and noise. Technical services advised some programming options. Later, the patient received additional inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the sicd system was explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to intermittent t-wave oversensing and noise. Technical services advised some programming options. There were no adverse patient effects. The system remains implanted.